Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer contacted baxter global technical service (gts) to report a connection issue during therapy dwell two while using the homechoice machine. According to the report, the customer stated they became disconnected during use of the machine. This event did not involve a patient injury or medical intervention. No additional information is available.